Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Event date: unknown. Device is not distributed in the united states, but is similar to device marketed in the USA device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device history records was conducted. The report indicates that the: 03.010.410, lot. 2748823, manufacturing location: (B)(4), manufacturing date: 13. July 2011, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a handle has loosen from shaft, unknown when it happened. This report is 1 of 1 for (B)(4).